Event description:
The hospital reported that the tip of the ultrasonic probe became 'red hot' during the procedure. They reported that part of the teflon jaw was missing from the event probe. There were no injuries or complications.